Event description:
Allegedly, a nurse developed a latex allergy over a period of time while wearing unidentified gloves. Roporter was notified of the alleged event through a process of litigation involving several companies. It is unclear that the co's device was used or caused any injury to the pt.